Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board was replaced to address the issue. In addition of the above evaluation, the keypad was observed to have been scratched. Therefore, the keypad was replaced. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning and the software was confirmed, which was not related to the malfunction/issue.